Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.